Event description:
The affiliate reported the customer alleged three partial aspiration system errors and approximately one hundred (100) milliliters of diluted blood leaked on the counter during patient samples analysis involving coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not released out of the laboratory. There was no patient consequence. The customer sent patient samples to an alternate facility for further analysis. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the white blood cell (wbc) bath (vc3) was not draining properly and replaced the aspiration needle drain tube through pinch valve pv21, the tubing through backwash valve pv49 as well as the check valve between vacuum chamber vc3 and pinch valve pv21. The fse resolved the issue and noted the needle flush cycle drained out of vacuum chamber vc3 more quickly. The fse did not witness any fluid leak during service but noted paper towels on the bench below the primary mode aspiration needle had dried red fluid. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications.